Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a battery life issue; less than expected battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: review of the black box data revealed frequent low battery warnings recorded. On investigation, the pump powered on normally. Electrical current draws were evaluated and found to be within specifications. The pump was exercised without duplication of the alleged short battery life issue. Frequent low battery warnings observed. The pump electrical current draws were tested and were within specifications.